Event description:
It was reported by the patient's father that the omnipod personal diabetes manager (pdm) is overheating even when it is not plugged into the charger. The pdm is holding charge for less than 1 day and the screen keeps flashing.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.